Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 306mg/dl at the time of the incident. Approximate size of air bubbles is they are varying sizes, one was an eight of an inch and the others are smaller. Troubleshooting was done for the air bubbles. The customer was instructed to disconnect infusion set to remove air bubbles. Air bubbles were not removed successfully. The reservoir will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also checked o-rings/stoppers groove for anomalies none were found. Ran basal bolus leaking test per (B)(4). As follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into 5xx pump. Conclusion: reservoirs no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.